Event description:
Complainant alleged that during functional testing, the device's measured pacer output when using an analyzer was above specification. Complainant indicated that there was no patient involvement in the reported malfunction.